Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable ec method code desc - 5: communication/interview (4111) investigation - evaluation reviews of complaint history, device history record, quality control data, communications/interviews, and the instructions for use (IFU) were conducted during the investigation. A review of the device history record found no non-conformance's related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformance's, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied upon removal from the package, inspect the product to ensure no damage has occurred. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The complainant did not return the complaint device to cook for investigation. At the time of the complaint investigation, all products in the complaint device lot have been distributed to customers, therefore no representative product is available from the lot for evaluation. A definitive cause of the reported event could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted on (B)(6) 2019.

Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during the treatment of post-partum hemorrhage (pph), a bakri tamponade balloon catheter was placed, but deflated spontaneously. Another balloon was not placed because the patient's condition stabilized and the pph had been managed. It was reported the patient did not experience any adverse effects due to this occurrence. Additional information has been requested and will be submitted when/if that information is received.